Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles were observed during servicing of the device. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The manufacturer found the blower to be emitting noise and errors logged related to the main pca. The manufacturer found the air inlet filters and airway to be contaminated with dirt. The manufacturer found the device's sound abatement foam to have degraded. The blower, main pca and the sound abatement foam will need to be replaced to address the issues. The device was returned unrepaired by the request of the customer.

Event description:
A continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use. During evaluation, an issue related to the sound abatement foam was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.